Event description:
It was reported that the subject guidewire coating peeled during to loading/unloading into the introducer sheath. It was replaced and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
Expiration date - added. Manufacturing date ¿ added. There are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, functional testing as well as visual testing cannot be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Additional information provided by the customer indicated that there was no resistance when the guidewire was taken out of the dispenser hoop, flush was given inside the microcatheter when the guidewire was inserted, and the introducer was used when inserting the guidewire. While there are a number of potential causes for the reported issue of "guidewire ptfe coating peeling", because review of available information failed to identify a definitive cause and the device was not returned for analysis, an assignable cause of 'undeterminable' was assigned to this complaint. The device is not available to the manufacturer.